Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had flashing display. The customer¿s blood glucose level was unknown at the time of incident. The customer also stated that the battery side was cracked. Troubleshooting was performed for damage. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Device was monitored and functioning properly. No missing segments/partial display during testing. Insulin pump received with cracked case behind the pump near the battery tube compartment. (B)(4).